Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse replaced a worn substrate valve and a collapsed dispenser nozzle. Afterwards, the fse performed substrate purge and daily check. The fse concluded the repair by performing quality control (qc) and processed patient samples without any issues. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 16apr2018 to aware date 16may2019. No other similar complaints were identified during the search period. The aia-360 training manual, troubleshooting, states the following: error 2017 - substrate purge failure. No substrate was dispensed at daily maintenance. Check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported issue is attributed to faulty substrate valve and substrate dispenser nozzle.

Event description:
A customer reported to the distributor getting error message 2017, substrate purge failure, while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of creatine kinase-mb (ck-mb) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.